Event description:
Affiliate reported 1 incident of a leak in clamp area of the transfer set. Per affiliate, this issue was noted during use. No further information regarding this report is available at this time.